Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found tip clamp #6 was broken. Fse replaced the tip clamp. Fe checked and cleaned all tip clamps, plunger clamps and sleeves, verified x-arm alignment. The instrument was tested without further problem, and was returned to expected operation.